Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Revision surgery, reverse shoulder poly swap.

Manufacturer narrative:
The reported event that x3 humeral insert - 36mm x 6 constrained was alleged of 'revision' could be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Indeed, the reason why the healthcare professional chose to exchange the poly was not mentioned in the complaint detail. Furthermore, no pictures were provided etiher. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Revision surgery, reverse shoulder poly swap.